Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer expressed the following symptoms: throwing up, diarrhea, shakiness, diabetic ketoacidosis (dka). Customer was wearing the pump at the time of the 911 call. It was also reported that the insulin pump alarmed no delivery and button error. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted. No button error alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.